Event description:
Medtronic received a voluntary medwatch report indicating the patient with this bioprosthetic aortic valve experienced shortness of breath and labored breathing. A transesophageal echo demonstrated abnormalities with the valve. A reop was performed and the valve was replaced. The report indicated that two of the three cusps had "turned to mush". The report also indicated that the valve would be returned for analysis.

Manufacturer narrative:
Analysis: investigation into this event identified that the valve had been discarded and will not be returned. A copy of the operative report was obtained by the area sales representative, which shows that pannus had encased/fused two leaflets together. In addition, high gradients had been observed. Review of the device history record for this product shows that the device met manufacturing specifications when released for distribution. Conclusion: although the product was not returned for analysis, it is likely that pannus formation, as described in the operative report, resulted in the clinical event. Medtronic continues to monitor field performance to detect similar events, should they occur.